Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed that the block assembly was worn and leaking. Wear and tear damage was also observed on the enclosure, tank cover, front cover, and line cord. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (leak) was confirmed during testing. The product problem was attributed to a chipped/worn block assembly. This occurred as a result of normal wear and tear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was normal wear and tear. This was established as the root cause. The aforementioned components were all replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that level 1 hotline low flow system (hl-390) was leaking. No patient injury or complications were reported in relation to this event.